Event description:
Complaint received reporting breakage/leakage issue with use of one z2732 6" microclave smllbore trifuse ext. Set. It was reported that the " trifuse microclave extension set (z2732) one port blow apart causing an event report due to the fact that medication that was running through that line ended up on the patient and in the patient's bed and not in the patient. No harm was done to the patient. Spontaneous recovery following change-out of the set."

Manufacturer narrative:
Device return: one (1) used z2732 6" smllbore trifuse ext. Set. Mfgers investigation: visual inspection and analysis (pre/post decontamination) was performed. The results recorded one of the z2732 sets bonded microclave connectors was broken off/separated from the tubing connection. A portion of the tubing remained intact inside the tubing pocket of the microclave. The remaining set segments/components exhibited no visual abnormalities. The engineering analysis of the affected components documented this was a tubing breakage as opposed to a bond separation. Additional testing of the z2732 sets two adjacent segments was performed. The two adjacent bonds were tested to failure to determine the failure mode and maximum bond/tube tensile strength. The results recorded values that exceeded the lbf specification before the tubing broken inside the bond pocket. Record reviews: a review of the mfg. Lot build database for the reported lot number 37-121-jw (mfg. 02/2014) shows (B)(4) units were mfg., tested, inspected and released. There were no exception documents generated during the mfg. Processes. A review of the complaint database for this list/lot number also recorded no additional reports. Findings: visual analysis of the "as-received" z2732 device set confirmed component breakage/separation. The separation was due to the tube breaking within the bond pocket. Although the exact cause(s) of the component separation are unknown the engineering report indicates the sets components were subjected to unintended tensile force(s) during usage. This complaint investigation report findings and relevant photographs were provided to the facility contact for their review and records. This report and the associated information have been entered in the mfgers. Database for analysis and trending.